Event description:
The dual-ended cleaning brush was used to clean ercp scopes. In the process of cleaning, the brush end with the yellow tip broke off where the finger is pointing in the picture. This presents a safety risk to the pts.